Event description:
Phoenix dialysis machine failed pi po test, related to a pressure leak from the rigid connection to the transducer. The transducer also appeared to be covered in debris. I opened the transducer and noted that the black protective seal was wearing away, potentially causing microscopic debris to flow into the dialyzer. Also, metal on the transducer may be exposed.